Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain. She had both of the coils removed by undergoing a bilateral salpingectomy. Pelvic pain is a listed event according to reference safety information for essure. After essure insertion, abdominal, pelvic and back pain may occur. In this particular case, given the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, discomfort, menses irregular, chronic cervicitis and nabothian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual cycles/bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual cycles accompanied with more pain"), hypersensitivity ("indicative of an allergic reaction") with rash and abdominal pain lower ("lower right abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction and abdominal pain lower was resolving and the dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left side 3 right side 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pelvic pain / pain') in a 29-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, discomfort, menses irregular, chronic cervicitis and nabothian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower right abdominal pain"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual cycles/bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual cycles accompanied with more pain") and hypersensitivity ("indicative of an allergic reaction") with rash. The patient was treated with norethisterone (nora-be), paracetamol (tylenol) and surgery (total hysterectomy (uterus and cervix removed), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction and abdominal pain lower had resolved and the dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: left side 3 right side 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-aug-2010: results: total bilateral occlusion; in february 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received- outcome of abdominal pain lower, female sexual dysfunction, vaginal haemorrhage, menorrhagia updated to recovered / resolved. Treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. After this procedure, plaintiff underwent the required hysterosalpingogram procedure (no results mentioned). After the implant procedure, she began to experience debilitating pelvic pains, as well as heavy menstrual cycles accompanied with more pain. Further, she also began to experience unexplainable rash, indicative of an allergic reaction. During this period, medical staff disassociated these issues from the devices and plaintiff believed that the devices were not the cause of the issues of a positive hsg test. On or about (B)(6) 2016, she had both of the coils removed by undergoing a bilateral salpingectomy as a definitive solution to the pain and bleeding that she suffered. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain. She had both of the coils removed by undergoing a bilateral salpingectomy. Pelvic pain is a listed event according to reference safety information for essure. After essure insertion, abdominal, pelvic and back pain may occur. In this particular case, given the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, discomfort, menses irregular, chronic cervicitis and nabothian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual cycles/bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual cycles accompanied with more pain"), hypersensitivity ("indicative of an allergic reaction") with rash and abdominal pain lower ("lower right abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction and abdominal pain lower was resolving and the dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left side 3 right side 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 19-jun-2018: events "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), lower right abdominal pain", reporter, lot number, lab data added from pfs. Concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.